Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. Also, the instrument yaw pulley was broken and missing a piece. It was concluded that the yaw pulley breakage may have been due to mishandling. Failure analysis investigation also found one grip was bent, causing side to side misalignment of the grips. There was a .034 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. It was concluded that the bent grip damage may have been due to mishandling.

Event description:
It was reported that in central processing, a cable and the plastic broke off on the maryland bipolar forceps instrument. The instrument was not able to be manipulated properly. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event. Customer indicated that the broken parts were noted in central processing, there was no patient injury and nothing fell into the patient.